Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that insulin pump is not giving the correct amount of insulin, receives a no delivery alarm and has a cracked pump. Customer indicated that when the battery is low, it does not alert and during carb input, the pump does not indicate the amount of insulin it is going to provide. Blood glucose at time of call was 210 mg/dl however, it went to 400 mg/dl at time of incident. Troubleshooting found that the customer's drive support cap was normal and assisted in setting up bolus. Customer declined to troubleshoot for air bubbles, site related issues, settings and high pressure test. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.